Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient provided additional information indicating that the recharging issues were due to user error, as the patient had unknowingly turned the therapy off. The issue was resolved during the troubleshooting call to patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for more than the past month patient has been having issues with recharging the implant. Caller said that patient has been charging for over a week and there is no green light on the recharger and the programmer is showing that the implant is low even though patient has had it on for half an hour. When asked, caller doesn't have a copy of the manuals. Reviewed recharging information and general use of recharger with caller. With instruction, caller had patient assist and they connected to implant and confirmed that recharging excellent. Caller stated that before, whenever caller checked the recharger when patient was recharging implant, didn't see any lights on the power button. During the call today when caller asked patient to reposition the recharger , patient turned the recharger off. The troubleshooting steps that were taken on the call resolved the issue.